Event description:
As reported, in 2009, this patient underwent endovascular repair of a right iliac artery aneurysm using gore excluder aaa endoprostheses. During ballooning, it was discovered that the contralateral leg component had deployed outside of the contralateral gate. An unplanned aorto uni-iliac with a femoral bypass was performed using an additional trunk ipsilateral leg component. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please see list of additional devices implanted in this patient and manufactured at site: pxt261212. Pxt261212.